Event description:
It was reported that post a stenting treatment procedure, an allergic reaction occurred. The patient had been on plavix for a total for five months before the stenting procedure. An ion stent was deployed in an unspecified lesion. Two days later, the patient broke out in hives. After the hives started, his plavix was switched to prasugrel. The patient also started taking zyrtec and benadryl. The patient was seen by the physician 10 days after the implant and his conditions have gotten better. The patient has been referred to an allergist.

Manufacturer narrative:
Outcomes attributed to ae: corrected from other to required intervention. (B)(4).

Event description:
It was further reported that this is the same case as MFR# 2134265-2011-04856, 2134265-2011-04859, 2134265-2011-04858. The 100% stenosed, 88mm long chronic total occlusion (cto) lesion was located in the proximal right coronary artery (rca). A 75% stenosed, 14mm long target lesion was located in the proximal left circumflex (lcx) where there was in-stent restenosis. For treatment of the rca, a 2.0x40mm apex balloon was advanced and inflated to 14atms/10 sec. Next, a 2.75x38mm ion stent delivery system (sds) was advanced. It was deployed at 14atms/10sec. A 3.0x38mm ion stent and a 3.5x24mm ion stent were also deployed in the rca at 14atms/10sec. A 3.5x15mm non-bsc balloon was used to post dilate and timi iii flow was established. To treat the lesion in the lcx, a 3.0x15mn ion sds was advanced and the stent was deployed at 16atms/10sec. A 3.0x12mm quantum apex balloon was used to post dilate the stent at 18atms/10sec. Timi iii flow was established. During the procedure, the total amount of contrast the patient received was 450 ml, visipaque-320 (iodixanol). Two days after the stenting treatment procedure, the patient broke out in hives and was put on prednisone. Two days later he was admitted for presyncope and tachycardia. His hives had resolved and he was taken off of prednisone. One week after the stenting procedure, the patient was seen by his cardiologist with the recurrent hives. He was put on benadryl and zyrtec. Also, his plavix was changed to prasugrel. A week later, the hives were better but there was peeling skin and blisters on the patient's palms. He was taken off of benadryl and zyrtec and has had two additional recurrences of the hives. Currently he is on benadryl at night, zyrtect in the morning. He is being seen by a dermatologist and allergist and is pending a patch test. It is unknown if the allergic reaction is related to the ion stents.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).